Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. Product was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A receiver charge test was performed and passed. A receiver boot test was performed and failed due to the receiver would not boot up. The log was downloaded and reviewed finding error related to complaint. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.